Event description:
During cath procedure for cardiac biopsy: rt ij vein access was obtained with a micropuncture needle. Good venous backflow was obtained. After insertion of the guidewire there was resistance to advance through the rij. Attempts under fluoro were done to readjust the wire. The wire unraveled in the sq space and became fixed, making it difficult to retrieve through the access site. Endovascular retrieval of the guide wire was attempted w/o success. Fluoro guide wire was determined to be in sq tissue.